Manufacturer narrative:
Revision occurred after 21 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 21 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 40 mm + 9 standard humeral cup explanted and replaced with a 40 mm + 7 stability humeral cup and 9 mm spacer.